Event description:
The customer reported the motorized c-ram failed to operate. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The motor control cables were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.